Event description:
It has been reported "dislocated right bayley-walker tsr."

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a mets, total shoulder (bayley walker) replacement, humeral was reported. The event was confirmed by x-ray review. Method & results: device evaluation and results: not performed as product was not returned clinician review: the implant in situ was for bayley-walker total shoulder replacement, the date of implant was unknown. The surgeon reported dislocation of the shoulder. The x-ray images provided show that the humeral component has dislocated from the glenoid screw head and moved anteriorly and medially. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, additional pre and post surgery x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It has been reported "dislocated right bayley-walker tsr."